Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was intubated after cardiac arrest, and electrogram (egm) review was requested. In one episode, ventricular fibrillation (vf) was detected in the vt zone with the decision to inhibit based on gradual and unstable. The rhythm then accelerated into vf and was converted with a single 41j shock. A second episode showed spontaneous re-initiation, with no delivered therapy. Undersensing or agonal rate caused each event to end, but the rhythm continued in subsequent events. Onset/stability with ra discriminators were programmed off because the atrial port was plugged. Technical services (ts) discussed troubleshooting options and programming considerations.